Event description:
It was reported that the programmer would not power on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer would not power on, however the power supply was replaced as a preventive. Analysis did find that the display tilted down due to the left upper display hinge being broken, and that the display dropped due to the lower display hinge, that the keyboard had a broken latch and that the handle cover was cracked. Both hinges, the keyboard and the handle were all replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.